Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she has experienced blurry vision while reading the newspaper without glasses and her eyes do not work together. The consumer also reported the surgeon performed bilateral yag procedures approx two months following the initial iol implant surgeries. The consumer reported her surgeon thinks the event is due to contrast sensitivity. At the consumer's request, the surgeon was not contacted. There are two mdrs associated with this event. This report is for the right eye.

Manufacturer narrative:
Product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. The lens remains implanted. There have been no similar complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).